Manufacturer narrative:
Corrections based on new information.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Manufacturer narrative:
Implantation 4 years before revision (2013).

Event description:
Revision surgery was performed due to pain and disasspciation. The insert was replaced new one. The primary surgery is 4 years ago. The sample will be returned for evaluation